Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this lead displayed an increase in pacing thresholds and a drop in pacing impedances one day post implant. A chest x-ray was performed. No obvious lead movement was observed. It was believed that the lead had micro-dislodged. The local field representative (fr) reported that the physician decided to monitor the lead for now. No adverse patient effects were reported. The lead remains in service.